Manufacturer narrative:
The reported complaint that the lcd screen of the autopulse platform (sn (B)(6) displayed no text was not confirmed during visual and functional inspection. Although the lcd appeared functional upon receipt, the lcd screen with the transmissive board was replaced as a precaution because a component may have had some intermittent technical problems that could not be directly identified during testing. The reported complaint that the green start/continue and orange stop/cancel buttons were unresponsive was not confirmed. During visual and functional inspection upon receipt, all platform buttons, including the green start/continue and orange stop/cancel buttons, were found to be fully operational. The reported issue of faded and unreadable UDI label was confirmed during visual inspection and attributed to user handling. The UDI label was replaced to remedy the problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that when the on/off button on the autopulse platform (sn (B)(6) is pressed during routine daily checks, the platform powers on and the lcd screen illuminates; however, no text is displayed. The customer stated that although the green start/continue button illuminates, it does not initiate band compressions. Similarly, pressing the orange stop/cancel button produces no response. In addition, the platform requires a new serial number UDI label, as the existing label is faded and unreadable. No patient involvement.